Event description:
The following information was provided: as per pss case: patient has a distal femur gmrs in place that is loose. Need to convert to pfr. Short proximal segment do not want to change whole prosthesis. Custom interbody piece to connect proximal femur to distal femur. History of osteosarcoma with distal femur replacement and radiation and infection, now with loose implant proximal. Right side.

Manufacturer narrative:
Reported event: an event regarding implant loosening involving gmrs distal femur component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including product identification, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.